Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dyspnea. Chest x-ray was performed and revealed that the left ventricular lead had dislodged. The lead was explanted and replaced. Patient dyspnea was resolved.